Event description:
In 2008 - technician stated that this bed has no function on the left siderail. At about one week later - he changed both intermediate siderail cables to repair this bed. He stated that there was no injury from this issue.